Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the lead's lumen. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced into the lead by means of stylets used during the implantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was attempted but not implanted due to perforation. The hospital discarded the lead, so it will not be returned. A new system was successfully implanted today and no additional adverse patient effects were reported.